Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.95mm x 1.30mm in size. The instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors (sp) instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, single-port (sp) monopolar curved scissors (mcs) tip was chipped. The sp mcs instrument was not used on the patient. No fragment fell into the patient. Site used a backup sp mcs instrument to continue with the procedure. The procedure was completed with no reported injury.